Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) levels were above 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. Symptoms reported include hyperglycemia and not feeling well. The method of insulin delivery was changed once admitted to the hospital. The hcp (healthcare physician) turned off the omnipod pdm (personal diabetes manager) and administers the patient with multi daily insulin injections. The patient was treated with intravenous fluids, nova-rapid pen, lantus for long acting insulin (given every evening once a day with a varying dosages) and currently fast acting aspart (only during meals; ranging from 4- 10 units). The patient is currently at the hospital and will be meeting with a diabetes educator to help set up the pdm and the patient will be released from the hospital within the next following days. The patient's bg history is as follows: date time bg (mmol/l) (mg/dl) bolus (units) (B)(6).